Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were using more catheters than they have ever before; they don't know why this is happening. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). The call agency noted they would reach out to the representative (rep) for further instruction. No device issue was reported and no further patient complications have been reported as a result of this event.